Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening during establishing final arm angle. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The patient had a suboptimal transseptal puncture of 3.8 cm above the valve. Half a turn on the a-knob was applied to gain height. The clip was placed on central a2/p2, however during the lock test, the clip kept opening and the lock did not hold. The clip was removed and another clip was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the unintended movement (clip open- efaa (establish final arm angle)). The reported difficult or delayed positioning (anatomy) appears to be related to procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.d9, h3: device was not available for evaluation.

Event description:
N/a